Manufacturer narrative:
Eval code-conclusion: after analysis and review, the previously reported code of was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Device evaluated: analysis of the pump found motor gear train anomalies due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving morphine (5 mg/ml at 1 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). A pump motor stall was seen on interrogation. The pump motor stalled (B)(6) 2015 with a stopped pump period may exceed tube set message on (B)(6) 2015. The patient had not recently had an MRI. On (B)(6) 2015, the patient was admitted to the hospital as she was having gastric issues. The patient had a CT scan and ultrasound. It was unknown by the reporter if the two events were related. The patient had diarrhea and was very sick. The symptoms had come on suddenly. Additional information was received from a healthcare professional via a company representative on (B)(6) 2015 and it was reported that the pump was replaced. Before the replacement, on interrogation, the message indicated that a motor stall occurred. No diagnositics or troubleshooting had been done. The issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.